Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer may have a stroke or a cardiac episode and because of these problems her blood glucose has been out of control so checked into the hospital for assistance d with all these problems. Customer was able to find the correction doses for her bolus wizard but was not able to troubleshoot because they are doing corrections to programming in her pump.